Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 4/15/2021. Section h3: device evaluated by manufacturer ¿ yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed two other complaints were received under this production order; however, event could not be confirmed and no escalation was required. The other complaint was a void as a duplicate serial number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: through follow-up, it was learned the lens has been explanted. There was no vitrectomy or sutures required. Another johnson & johnson lens (different model and same diopter) was implanted as a replacement. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1947, section a3: sex/gender: female, section d4: model number: zxt150u210, section d4: catalog number: zxt150u210, section d4: serial number: (B)(6), section d4: expiration date: 6/7/2022, section d4: UDI number: (B)(4). Section d6a: if implanted, give date: (B)(6) 2019, section d6b: if explanted, give date: (B)(6) 2021, section h4: device manufacture date: 6/17/2017. Corrected data: further information was provided and reported the lens was a model # zxt150 and not model zxr as it was initially reported. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Information unknown/not provided. Date of event: unknown/not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, as information was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. Best estimate is a year ago, (B)(6) 2020. If explanted; give date: not applicable, there is no indication the lens has been explanted. Phone number: (B)(6). (B)(4): the intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient has experienced debilitating nighttime glare in their left eye with an intraocular lens (iol) and is requesting the lens be explanted for another lens option. It has been one year so far since this patient¿s original surgery. No additional information was provided.